Event description:
During the index procedure, one resolute integrity drug eluting stent was implanted in the 1st diagonal. Approximately 15 months post the index procedure, the patient suffered a stroke. Investigator assessed that the event was not related to the index device. Medication was administered as treatment. Patient is reported to be in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.